Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a blank display. The customer also reported that she was hospitalized with a blood glucose reading of 257 mg/dl. The customer experienced frequent urination and nausea. Troubleshooting was conducted for the blank display, and the display did return. Advised the customer to monitor the insulin pump and call back as needed. Nothing further was reported.